Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012; 5071-53 lead, implanted: (B)(6) 2012; 5071-53 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant of the cardiac resynchronization therapy defibrillator (crt-d), a lipoma was present. An attempt was made to remove as much of the lipoma as possible at that time. The lipoma continued to grow which resulted in pocket erosion. The device, right atrial (ra) lead and right ventricular (rv) lead were explanted. The proximal portion of the myocardial leads were cut/capped. A replacement system was implanted. No further patient complications have been reported as a result of this event.